Manufacturer narrative:
Additional information to the manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (right heart failure, hypertension, hypovolemia, patient condition, and patient outcome) could not be conclusively be determined. The heartmate 3 left ventricular assist system instructions for use is currently available. Speed, power, flow, and pulsatility are outlined in section 1 of this document. Section 1 also lists hypertension, death, and right heart failure as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Bioprosthetic aortic valve replacement was done at the same time as left ventricular assist device (lvad) placement. During implant procedure the case was complicated by right ventricular failure and vasoplegia necessitating right ventricular assist device (rvad) placement with a tandem heart/protek duo placed at the same time. The patient was unable to be weaned off of rvad support and was transitioned to comfort care where the patient passed away on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Section a3 and a4: gender and age was requested but not provided. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (right heart failure, hypertension, hypovolemia, and patient condition) could not be conclusively be determined. Low flow alarms were confirmed via the submitted log file data; however, a specific cause for the change in pump parameters could not be conclusively be determined. The controller event log file contained data spanning from (B)(6) 2021 at 16:13:08 to (B)(6) 2021 at 09:09:54, per the timestamp. Intermittent low flow events were captured throughout the log file due to the estimated pump flow being calculated to be below the threshold of 2.5 liters per minute (lpm). A total of 13 low flow events persisted for at least 10 seconds, activating low flow alarms. No other notable alarms were captured, and the pump appeared to have been operating as intended. The patient was implanted with heartmate 3 left ventricular assist system, serial number (B)(6), on (B)(6) 2021. The implant procedure was complicated by right ventricle failure, which necessitated a right ventricular assist device implant. Following the implants, the patient experienced numerous low flow alarms, which the center attributed to hypertension and hypotension/hypovolemia. The patient¿s right ventricular assist device had a higher pump flow than that of the left ventricular assist device and right ventricular assist device was not tolerated. The center had concerns of atrial/ventricular septal defects. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), and no further events have been reported at this time. Additional information was requested from the account; however, nothing has been communicated at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, is currently available. Speed, power, flow, and pulsatility index (pi) are outlined in section 1 of this document. Section 1 also lists hypertension and right heart failure as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 4 describes the pump flow display and the hazard alarms. The instructions for use states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6 states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Section 7 describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was implanted with a heartmate 3 for lvad therapy on (B)(6) 2021. Right ventricular failure caused by the initial implant necessitated another heartmate 3 rvad implant which was performed the same day. In addition, numerous low flow events were captured on (B)(6) 2021 and (B)(6) 2021 which were thought to be related to hypertension and hypotension/hypovolemia. These occurred at times when pi was elevated. There did not appear to be any mcs equipment issues causing these events. The rvad flow was found to be higher than lvad flow and the patient could not tolerate being weaned off of the rvad. As a result, there was concern for ventricular septal defect and/or atrial septal defect. As of (B)(6) 2021, it was reported that the patient was intubated.